Manufacturer narrative:
An eval of the reported device cannot be performed as it was not returned to the MFR. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, 2nd revision was done by dr. (B)(6) in (B)(6) 2007. Pt is unsure of surgery date and stated that he has a lawyer. Pt was in a hurry and hung up, may call back.